Manufacturer narrative:
According to the customer, "a foley catheter had dislodged from a residents body." The customer reported that the "balloon of the catheter was popped and broken, likely occurring while inside of the resident." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "a foley catheter had dislodged from a residents body." The customer reported that the "balloon of the catheter was popped and broken, likely occurring while inside of the resident.".